Manufacturer narrative:
Findings: pump passed operating current, unexpected restart error test, displacement test but compromised for sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 232 mg/dl. Customer stated the drive support cap is loose and stinking out. Customer did not press the cap while connected. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan. Customer was advised that we are sending replacement pump.